Event description:
The customer reported they were receiving an err4 message when inserting strips into their freestyle meter and a battery/booklet icons which is the indication that meter may have exhibited a memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The returned meter couldn't be tested because it wouldn't power on with button depression or insertion of strips. Blank screen was observed after replacing a returned battery with a brand new one. No conclusion can be drawn. Customers and retailers have been informed through the adc fa16may2006 letter.